Event description:
A site representative, registered nurse, reported a damaged open spine clamp. Although the screw was tightened, the clamp remained loose. There was no patient present when this issue was identified.

Manufacturer narrative:
The site sent the clamp to a third party instrument repair company rather than replacing through the medtronic RMA process. The instruments have been repaired and returned to the facility. The two clamps will now serve as "back-ups" instead of daily rotation use.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Device lot number, or serial number, not available. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. RMA issued. Suspect part not returned to manufacturer for analysis.

Manufacturer narrative:
Lot #, mfg date provided.